Event description:
Procedure: sub total gastrectomy. Reportedly, after firing, the device could not be removed from the cavity. The anvil would nto tilt. The tissue was not cut completely. Used another device. No pt injury.